Manufacturer narrative:
(B)(4). Follow up a black speck was reported inside one syringe, with an additional speck observed within the luer lok. As the physical sample was not returned, a comprehensive evaluation could not be conducted. However, two photographs were provided and reviewed by the quality team to support the investigation. One image depicts the lower portion of a syringe barrel containing dark-colored specks, while the other shows the top web of a blister package labeled with lot number 5154192. No additional defects or anomalies were noted. The presence of embedded degraded resin in the component is typically associated with startup or intermittent conditions during the injection molding process. This degraded material can detach and become incorporated into molded parts. A device history record (DHR) review was completed for material number 309653, lot 5154192. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar complaints have been reported for this lot. Based on the investigation and photographic evidence, the customer-reported observation has been confirmed.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll tip 1ml had foreign matter. The following information was provided by the initial reporter: material # 309653, batch # 5154192, 5154158. Verbatim: rcc received a complaint via email. Email(s) attached. Xxx and gets infusions weekly. I¿ve noticed black speck inside one syringe so had cvs overnight me a new lot of syringes. Again another black speck seen inside the luer-lok (it¿s moveable piece of rubber maybe, roughly 1/4 the size of a tick?). This problem has occurred in two different syringes, two different lots numbers: 5154192, 5154158. Not sure how to email your compliance team or where to find the right email on bd website. Cvs is currently investigating but wanted bd to also be in the loop. Is the black speck part of the rubber stopper or is it mold? Have other people noticed and filed complaints? Please look into this! I can mail directly to you for eval if needed.